Manufacturer narrative:
Product ID neu_unknown_prog, serial# unknown; product type programmer, physician. (B)(4).

Event description:
It was reported that a programming error occurred. At a refill, the physician filled the pump with 15 milliliters (ml) of baclofen but programmed the pump with 20 ml. The patient experienced less than 50% therapy relief. Medical intervention included reprogramming. Further, details noted that the physician programmed the pump with the wrong volume (B)(6) 2013. The therapy stopped at the (B)(6), approximately (B)(6), without any pump alarm (since the pump was programmed with a wrong volume). In the same period, the patient underwent a surgical operation and the physician reported that the underdose symptoms were ascribed to the surgical procedure sequelae. On (B)(6), the planned refill was performed and this was when the error was discovered. Oral therapy was started. It was reported as unknown if there was any diagnostic testing, and unknown/ n/aif the issue was resolved or the cause determined. At the time of the event, the patient's status was reported as alive-no injury. This device system delivered baclofen and remains in-service. Additional information was requested. It was further reported that the physician noted the patient was doing well and receiving an effective therapy at the moment.